Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was not duplicated. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a motor device in which, during testing/inspection, it was observed that the device was "heating up". The motor device was not used in surgery. No injuries or medical intervention were reported. No addtional information is available.